Event description:
It was reported that on (B)(6) 2014, the patient was implanted with the lead and received the external verify system on (B)(6) 2014, the patient reported a fever. An infection was diagnosed, following the implant of suspected infected equipment. Following diagnosis, the patient received antibiotics and the lead was explanted. There was no new lead implanted. The infection was reported as recovered on (B)(6) 2014. The safety assessment considered the event related to the procedure and the lead. The patient¿s status at the time of report was alive with no injury. The infection was noted as at the device pocket. It was unknown if cultures were taken.

Event description:
Additional information was reported that the investigator assessed the event as related to the procedure. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 309328, lot# 0208717570, implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 309328, lot# 0208717570, implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the investigator assessed the event as related to the procedure. No further complications were reported.